Manufacturer narrative:
The t:slim g4 user guide states, "only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose. During system check, the pump performed as intended and the occlusion was found to be in the infusion tubing. Customer reported using apidra insulin. Customer was aware that apidra could be the potential cause of the occlusion and reported that health care provider would be consulted.